Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while inserting a 3.5 va locking screw into a va periprosthetic hook plate, the 3.5 va locking screw did not engage the plate. The surgeon decided to leave the hole empty and place another screw in a different hole. Additionally, the surgeon only chose to put one 3.5 va locking screw in the head of the plate along with 2 cables instead of the 2 recommended. The surgeon also stated that the 3.2mm drill bit was dull. He was pleased with the fixation and the surgery was successfully completed. There was 5 mins of surgical delay. There was no adverse consequence to the patient. This report involves one 3.2mm three-fluted drill bit qc/230mm/200mm calibration. This is report 1 of 3 for (B)(4).